Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a medical journal that 4 patients were implanted an unknown ms-30 stem. According to the article, the patients are monitored due to osteolysis. Details of patients and implant dates are unknown.

Manufacturer narrative:
An evaluation of the provided information has been made available. The reported event was part of a journal article total hip arthroplasty with the ms-30 polished surface cemented stem: a single surgeon consecutive series study at 10 year follow-up" as no lot numbers were provided for the devices, the device history records could not be reviewed. The compatibility check could not be performed as no product information was provided. Review of incoming information it was reported that osteolysis in (B)(6) is observed in one of the patients with ms30 stem. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer (B)(4) considers this case as closed. (B)(4).